Manufacturer narrative:
On (B)(6) 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and two tears (a and b) were observed on the posterior view. The tear a measured approximately 0.4 cm and the tear b measured approximately 0.3 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in an area of the tears, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2022, mentor received clarification regarding the case from the health care provider. The initial report indicated that the patient suffered a left deflated implant. However, the reported catalog, lot, and serial numbers provided were for the concomitant right implant. The left implant information was provided as: size: 425cc, catalog: 3502425, lot: 9551034, serial:(B)(6). Additionally, an updated explantation date was provided as (B)(6) 2022 in which the patient underwent unilateral replacement with a 450cc mentor smooth round moderate plus profile saline breast implant. A date of event was also updated as may 25, 2021. On july 06, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon review of the lot history records of the new lot, non-conformances were discovered relating to the device malfunction. Mentor will address these non-conformances within the quality system. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review of the lot history records, non-conformances were discovered relating to the device malfunction. Mentor will address these non-conformances within the quality system. Manufacturer¿s reference number: (B)(4). H10 additional manufacturer narrative: upon review of the lot history records, non-conformances were discovered relating to the device malfunction. Mentor will address these non-conformances within the quality system.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor smooth round moderate plus profile saline breast prosthesis. Post-operatively, the patient experienced a deflation event affecting the left prosthesis. As a result, the patient underwent removal and replacement on (B)(6) 2021.